Event description:
The manufacturer received information alleging the downloaded software for a ventilator was wrong. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software needs reloaded to address the issue. During the evaluation, a service required code was observed in the downloaded event log. The device¿s machine flow sensor was replaced to address the issues. There was evidence of dust and dirt contamination. In addition, the internal battery door will need replaced due to physical damage/cracked. The blower assembly, blower bellows, blower mount, blower cap, both cooling fan assy, both fan retainer, base assembly, rear cover, main housing, inlet side panel, outlet side panel, dual limb cup, machine flow sensor, blower chassis plate, muffler assembly, filter cover, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system pca need replaced due to water ingress/contamination dirt, dust, talc, etc.